Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient who had been receiving fentanyl, clonidine, bupivacaine, and dilaudid vi an implantable pump for non-malignant pain. It was reported the device was deliver 2000 mcg/ml of fentanyl at 529 mcg/day. The other drug doses and concentrations were not provided. It was reported the patient¿s pump was empty and the empty pump alarm was occurring. It was indicated the patient had missed a refill due to insurance reasons. It was reported the pump went empty in (B)(6) 2017 and the patient experienced withdrawal symptoms. It was unknown if the withdrawal was sudden or gradual. Technical services reviewed the following empty pump considerations: it was reviewed why no priming was needed, reviewed dosing considerations, reviewed refilling and monitoring for volume discrepancy and efficacy, reviewed considerations for catheter and tubing patency/damage. It was reported that troubleshooting resolved the reported event. However, the hcp was not sure that she was going to refill the pump due to insurance coverage reasons. Technical services discussed the use of saline and minimum rate mode, along with changing the reservoir and alarm volume. It was reviewed that there was still drug in the pump tubing and catheter. No further complications were reported or anticipated.